Event description:
The customer reports that during a procedure, the device would not fire. This was the initial firing. They got a new one to complete the procedure. No impact to the pt.

Manufacturer narrative:
(B)(4): evaluation summary - no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned with the jaws yielded. However, the instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. Although it is not possible to conclude how the circumstances occurred, it is known from history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition as per the instructions for use "never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to "spit" clips". The batch record was reviewed and no anomalies were noted during the manufacturing process.